Manufacturer narrative:
It is suspected it broke the first time the patient used the walker on (B)(6) 2014. Additional product code: ktt. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a plate had broken. The patient started walking with walker after ten to twelve steps. The surgeon determined that implant had broken and needed to be replaced which prolonged the patient's hospital stay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As received condition of device; the plate is broken as complained. Material: the examination of the raw-material inspection sheets of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the implants is in compliance with the international standards iso 5832-2 and astm f67 for implants made of pure titanium. The dimensions of the investigated plate were checked using a digital sliding calliper and found to be in compliance with the technical drawings of the producer and ao/asif specifications. The width of the plate was 17.43 mm and the thickness was 5.29 mm. The measurements were taken at the plate shaft. When examining the fracture surfaces of fragment 2 (sem a/b) of the plate using sem, the initial fracture areas and the fracture behaviour were identified. Multiple cracks started at the upper side of the plate at the transition to the lcp combi-hole and ran into the material. After breaking, the two fragments rubbed against each other causing further destruction of the fracture surfaces (abraded and shiny areas). At higher magnification, fatigue striations and subsidiary cracks were observed at the crack propagation zone (sem a), although some areas were strongly abraded. Each striation represents the successive position of an advancing crack front. They originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The remaining fracture surface showed mainly structural breakage appearance (crystallographic oriented fatigue fracture). Structural breakage appearance is typical for (a fatigue fracture in) pure titanium and indicates moderate loads. Sem b showed structural breakage appearance almost over the entire fracture surface. Sections of the crack propagation zone were abraded and therefore impaired for analysis. Only a small area showed fatigue striations. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surfaces, it can be concluded that the implants were subjected to low dynamic bending loads. Constantly alternating bending loads / load cycles led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the implants. The implants could not resist the applied force which finally led to the material overload / fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.